Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
It was reported to philips that the device had a pressure sensor autozero failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer requested to return the device to the philips bench for evaluation. Following the evaluation of the device, the technician replaced two solenoid valves and the data acquisition (da) pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Two solenoid valves and one da pcba were returned to failure investigation for analysis. A visual inspection of the solenoid valve (sol4) revealed evidence of broken connector tubes on the solenoid valve. Due to the damage found, no further testing was required on the valve. For the second solenoid valve (sol 2), it was tested, and the 1108 error code could not be duplicated. For the da pcba, the component failure u7 created the 1108 error code.